Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: loss of solution used for antineoplastic chemotherapy preparation from the syringe barrel, external part of the plunger.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: loss of solution used for antineoplastic chemotherapy preparation from the syringe barrel, external part of the plunger.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2111083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Unused samples of lot 2111083 were used for additional evaluation. The product was visually inspected, all stoppers were properly assembled, however, damage was observed in the barrel on some of the product, which could have lead to the leak reported. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the damage likely occurred during the assembly process.